Manufacturer narrative:
The customer inspected the alinity c processing module, serial number (B)(6) and replaced the ict module. Ict module replacement resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the ict module did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the ict module was identified.

Event description:
The customer observed a falsely depressed sodium on the alinity c processing module for one patient that was not reported out of the laboratory. The following results were provided (reference range 136 to 145 mmol/l): initial sodium result= 120 mmol/l; repeat result= 140 mmol/l; historical result= 140 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely depressed sodium on the alinity c processing module for one patient that was not reported out of the laboratory. The following results were provided (reference range 136 to 145 mmol/l): initial sodium result= 120 mmol/l; repeat result= 140 mmol/l; historical result= 140 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section e1 - phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.